Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implantation of a resolute onyx rx coronary drug eluting stent, the stent collapsed. The patient had another procedure to repair this where they implanted a non-medtronic stent. No patient injury was reported.